Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch number mjk513, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Was the needle piece retained in the patient? If yes how was it found and retrieved? Please clarify. Were there any adverse patient consequences as a result of the needle breakage? What is the patient's current status?

Event description:
It was reported that a patient underwent phimosis surgery on (B)(6) 2020 and suture was used. During the procedure, the needle broke. The broken needle was found and retrieved. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/31/2020. The following information was requested, but unavailable: what tissue was being sutured when the event occurred? Was the needle piece retained in the patient? If yes how was it found and retrieved? Please clarify. Were there any adverse patient consequences as a result of the needle breakage? What is the patient's current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.